Event description:
It was initially reported that the patient experienced a change in therapy effect. The patient had presented to the hospital because, he began to have symptoms of dizziness and nausea. The reporter was uncertain what medications were in the pump. The health care provider (hcp) "assumed his med dosage was too high and that caused the symptoms". The dosage was decreased and the patient felt better, but noticed when he urinated there was a yellowish residue similar to the dye they put into the pump. The patient was working with the hcp. The hcp later reported that the pump contained prialt. The cause of the event was noted to be confusion/imbalance due to drug effects; "dosage high". A dose adjustment was made and symptoms were better, the patient was hospitalized. Per this reporter, there was no injury; non-serious injury/illness.

Manufacturer narrative:
Concomitant medical products: programmer: model 8840, lot# unk, serial# unknown. Patient therapy manager: model 8835, lot# unk, serial# (B)(4), implanted: unk, explanted: unk. Lead: model 8709sc, lot# n296602009, implanted: 2011 (B)(6), explanted: unk.